Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Manufacturer of the device is unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion, white particles, delamination of the diaphragm valve, device appearance of air cavities observed which are not considered a defect as cavities are observed in the non-textured area, and an opening. A leak test was performed which found an opening on the anterior. A microscopic analysis was performed which identified a smooth crease opening on the anterior side, and partial delamination of the diaphragm valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a smooth crease opening on the posterior side due to a fold flaw opening, and partial delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.